Event description:
Post-operative day 1: status post suboccipital cranioplasty for chiari decompression. Patient reports pain on her forehead and appears to have significant bruising in this area. She also notes some perio-orbital edema. The exact cause is unclear, although this is the region in which her head wrap was placed. Derm consult: status post suboccipital cranioplasty with likely frictional dermatitis vs. Direct contact dermatitis vs. Pressure necrosis. Post operative day 2: head bandage was removed and the pt. Had bruising around the forehead with some swelling. Patient states she has received this type of pressure dressing before with previous surgeries without any complications or similar symptoms. Per neurosurgeon, her forehead was not in contact with anything in the operating room.